Event description:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 1/25/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2013 for infection. All implants were removed, and spacers were placed. 700ml's of blood loss were reported. The date of reimplantation is unknown at this time. No labs were provided for the alleged high metal ions. The stem will be added for the alleged high metal ions. The cup and hole eliminator will be added to the complaint, but not reported as litigation doesn't allege infection and they have been implanted more than 3 months. The complaint was updated on: 2/11/2016.

Manufacturer narrative:
Update 1/25/16.examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The search and/or review of device history records was not possible against the unknown device. Medical records were reviewed. It cannot be determined that the implants contributed to the reported events. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(6). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges severe pain, discomfort, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant.